Manufacturer narrative:
The reported event of high impedances was confirmed. The lead was received complete. Microscopic inspection of the lead revealed all wires were broken at 26.7cm distal to the stimulation end.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's l1 and l2 leads had high impedances. Surgical intervention was undertaken, and the leads were explanted and replaced. During the procedure, the l1 lead was stuck inside the ipg and the ipg was explanted and replaced as well.